Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture - baker grade IV.

Event description:
Patient reported "deformity and breast density". Subsequently, healthcare professional reported capsular contracture - baker grade IV. Device has been explanted. This relates to the right side.

Event description:
Patient reported right side "deformity and breast density". Subsequently, healthcare professional reported capsular contracture - baker grade IV. Device has been explanted.

Manufacturer narrative:
Device photo analysis: deformation: observed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.